Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown sensor issue occurred. Data was evaluated and the allegation was not confirmed and the probable cause could not be determined. In addition an early sensor expiration due to stale start command was found on (B)(6) 2019. No injury or medical intervention was reported.